Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a haptic was broken and the lens had to be explanted during the initial procedure with the back up iol. On the day one post-op checkup there was more corneal edema due to the manipulation. Additional information has been received and stated that, the current corneal edema in principle is due to surgical manipulation when having to explant the defective iol and implant a new iol.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only video was provided. Video review: the returned video shows iol implantation. The preparation of delivery system is not visible on the provided video. The nozzle is inserted into incision. When the iol is advancing, the plunger appears to underride the lens. The nozzle is removed from the incision when the lens is partially inserted into the eye. The remaining iol remains outside of the eye. Iol removal is observed on the video. Additional information: the reporter states the use of non company ovd as viscoelastic, a non-company viscoelastic, which is not qualified to be used with the associated iol model. Based on our observation of the video provided by the customer, the plunger appears to underride the lens during implantation. The implantation is unsuccessful, the iol is removed. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).